Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the adhesive on the bending section cover rubber had wear, the control unit had a scratch, the grip had a scratch, the up/down and right/left plates both had a scratch, the lock engagement lever had a scratch, the right/left lever had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector case had a crack and a scratch, and switch 1 had a scratch.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope was showing an image sandstorm. The issue was observed during a therapeutic procedure. The procedure was completed with a similar device, and there were no reports of patient or user harm associated with this event.